Event description:
It was reported the patient had experienced presyncope. Noise on the right ventricular channel of the pulse generator had led to an inhibition of therapy. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.